Event description:
It was reported that the manual remote express transmission (tx) was received in the remote express website, but was unable to be processed because the remote network system failed. Therefore, the tx report data will not be faxed, and will not be available on the remote express website. The client was notified and the on call company representative (cr) was also paged so the patient's device could be checked with a programmer. Troubleshooting steps were taken by technical support (ts), ruling out all other factors, including implant detect mode. Therefore, the cr will save interrogation to universal serial bus (usb) and email to specified address. The clinician also noted that the symptomatic patient presented to the emergency room, and has recently had issues with the heart device; not further specified. The website remains in use and the heart device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-x2, implantable pacing lead, implanted: (B)(6) 2005. (B)(4).